Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer did not report that electrode was in body, just that it was missing and not attached to the adhesive. The sensor was damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor electrode was missing. The customer¿s blood glucose level was unknown. Customer also reported that they experiencing blood at site issues on sensor. Customer was not reporting that the sensor or introducer needle fractured while in the body. Customer troubleshooting was performed. The sensor will be returned for analysis.